Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic total hysterectomy bilateral salpingo oophorectomy - "doctor was sealing near the vaginal cuff, the uterine artery, and uterosacral ligament area. The doctor felt like it was sticking and bleeding occurred. The doctor used a kleppinger to control bleeding, even with the kleppinger the doctor still had to seal multiple times to fully contain the bleeding. The doctor double sealing on occasion. Unknown if patient was on blood thinners. " applied medical received additional information on dec 16, 2016: "approximately activations 40-52 slight bleeding after seal in the uterosacral and uterine arteries area. Approximately activations 59-70 slight bleeding around uterosacral and the vaginal cuff. Doctor had to use a kleppinger to go back and stop some of bleeding. Still slight bleeding when using kleppinger. Doctor stated voyant felt like it was "sticking". Doctor stated that patient had no comorbidities." Type of intervention: a cleppinger was used to control bleeding. Patient status: no harm to the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws and blade channel of the device. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of insufficient hemostasis could not be confirmed as engineering was unable to replicate the event. Although the root cause could not be determined, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. The root cause of tissue sticking may be due to eschar build up onto the jaws of the device. Excessive eschar and blood build up can cause the tissue being sealed to adhere to the eschar that is already present on the jaws, leading to tissue sticking. The instructions for use (IFU) states "warning: "build-up of eschar can negatively affect the sealing and cutting performance..." And to "keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.